Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional h1: type of event - additional h2: if follow-up, reportable what type - additional h3: device evaluated by manufacturer ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing and download test with nordic bluetooth device was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.